Event description:
It was reported that component was packaged with long screws only instead of long and short screw components. During procedure, surgeon cut off screw component with a midas rex to reach desired screw length, but could not thread the screw component in the threaded hole. Post-operative radiographs indicate that screw component was inserted into a non-threaded hole in the proximal body. No further details have been provided.

Manufacturer narrative:
There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.